Event description:
It was reported that the point of the ortho grip knee pointer was missing after being dropped during reprocessing at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
It was reported that the device was dropped during reprocessing and the point broke off upon ground impact. Based on the nature of the reported event and the information received during follow-up, the event was caused by use error.